Event description:
It was reported to boston scientific corporation in late 2007 that an rx dilatation balloon was used during an unknown procedure the same day. (Patient gender, age and weight unknown) according to the complaint, during inflation at 3 or 4 atm, the balloon was deflated. It seemed to be ruptured. The case was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good "

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore the device expiration date, and device manufacture date are unknown. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. No information on why not returned.